Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿the camera input connector is damaged - causing the picture to flicker¿ was confirmed. A full inspection was performed on the unit and found a bent pin inside the connector and issues with the receptacle board. The unit was equipped with up to date software and a new version power switch. The investigation is ongoing and if additional information is received this reported will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the image flickered and intermittently displayed on the video system. It was reported that the camera input connector was damaged. There was no patient injury or patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 9 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the pin of the camera input connector bent due to chronological deterioration due to long-term repeated use or the user applied excessive force to the camera input connector, cause in the image being displayed intermittently. The instructions for use have the following statement which can prevent the event: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".